Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the display was dim and discolored. A visual inspection of the pump revealed a crack along the battery compartment threads. Unrelated to these issues, evaluation revealed that the internal clock battery had leaked and was not able to hold a charge. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Evaluation also revealed that the battery compartment was cracked along the threads. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.